Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.